Event description:
Per the 2002 operative report this pt had an uncemented left shoulder arthroplasty ten weeks earlier. At the two week post-operative visit, an x-ray revealed "excellent position of the components." However, approx one week prior to the event date listed above, the pt complained of "grinding" in the left shoulder. At that time another x-ray was obtained and revealed a "broken glenoid screw inferiorly suggestive of premature loosening."